Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and infusion set fell off event. Patient was then admitted to intensive care unit (ICU). Infusion set was used for one day. Blood glucose level was 653 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was also found positive for high ketones level. Patient was released from the hospital on (B)(6) 2025. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010591 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6010591 was packaging according to the wi version 98, in the machine multivac 14, on 08/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 16-jul-2025 against malfunction code adhesive patch lifts or detaches during use and lot 6010591 and one other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to adhesive issues harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.